Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During the catheter insertion on the (B)(6) male patient (with pre-clinical cardiac arrest and defibrillation by ambulance team. Rosc was achieved), one of the balloons on the solex7 catheter became detached. After successful placement of the second solex7 catheter, cooling with the thermogard was successfully started. No known patient consequences were reported.

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported issue. One of the distal serpentine balloon was detached from the shaft. The root cause of the reported issue could not be determined. A visual inspection of the returned catheter was performed. One of the distal serpentine balloon was observed to be detached from the shaft but fully intact. Based on the condition of the device, functional testing could not be performed. All solex 7 catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength prior to lot release. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for solex 7 catheter lot # 73353.